Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
The customer reported that the navigation ring is not moving. There was no patient involvement.

Manufacturer narrative:
G4: 23mar2020 b4: (B)(6)2020. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the front bezel and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.